Event description:
Reprtedly, the screw of the connector the ventricular channel went out. The physician couldn't screw, he has never heard the "click" and by removing the screwdriver he noticed the screw was on the screwdriver.

Manufacturer narrative:
The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: the device¿s visual inspection has led to the following observations: - the silicone cap, at the ventricular level, was found damaged with presence of a hole. - the ventricular hexagonal setscrew cavity was found rounded and was stuck in the screwdriver in an incorrect alignment. - damages were also noticed on the screwdriver. - the most likely hypothesis is that too much strength was applied with the screwdriver and not in the correct alignment leading to damages on the ventricular setscrew generating a difficulty/impossibility to screw the ventricular setscrew. Based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the screw of the connector the ventricular channel went out. The physician couldn't screw, he has never heard the "click" and by removing the screwdriver he noticed the screw was on the screwdriver.